Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4).: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The daily battery voltage measurement was 2.97v and the value recorded under telemetry was 2.85v. On (B)(6) 2011, the telemetered battery voltage was 2.74 v, while the daily battery voltage trend measurement was 2.92 v.

Event description:
It was reported that there was battery voltage of 2.85 v on the programmer, but 2.97 v actual voltage after review of device data. The health care professional questioned premature depletion. It was further reported that the carelink transmission showed battery voltage of 2.89 v but review of device data showed battery voltage of 2.99 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The daily battery voltage measurement was 2.97v and the value recorded under telemetry was 2.85v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The daily battery voltage measurement was 2.97v and the value recorded under telemetry was 2.85v. On (B)(6) 2011, the telemetered battery voltage was 2.74 v, while the daily battery voltage trend measurement was 2.92 v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that there was battery voltage of 2.85 v on the programmer, but 2.97 v actual voltage after review of device data. The health care professional questioned premature depletion. It was further reported that the carelink transmission showed battery voltage of 2.89 v but review of device data showed battery voltage of 2.99 v. The device remains in use. No patient complications have been reported as a result of this event. It was later reported the device was removed and replaced due to battery depletion with elective replacement indicated.